Manufacturer narrative:
The investigation determined that the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The vitamin d reagent lot number and expiration date were requested, but not provided. The field service engineer could not find anything abnormal with the instrument. When checking patient samples, it was observed that there were foreign objects in 3 samples. Upon review of the alarm trace, many sample-related alarms were observed. On the day of the event, there were many alarms indicating that recommended cleaning maintenance be performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with elecsys vitamin d total iii on a cobas e 801 module. The first sample initially resulted in a vitamin d value of 163 nmol/l. The sample was repeated twice, resulting in values of 124 nmol/l and 108 nmol/l. The second sample initially resulted in a vitamin d value of 199 nmol/l. The sample was repeated twice, resulting in values of 136 nmol/l and 119 nmol/l. The third sample initially resulted in a vitamin d value of 171 nmol/l on (B)(6) 2024. The sample was repeated twice on (B)(6) 2024, resulting in values of 105 nmol/l and 125 nmol/l. The fourth sample initially resulted in a vitamin d value of 162 nmol/l on (B)(6) 2024. The sample was repeated twice on (B)(6) 2024, resulting in values of 100 nmol/l and 88.5 nmol/l.